Event description:
The patient was hospitalized for hypoglycemia. The patient reported that he performed a cartridge change while attached to the infusion set, and the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen, and a damaged force sensor assembly. The patient performed a cartridge change while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to performing a prime/rewind/load cartridge operation. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence.